Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a crack was identified in the balloon connecting tube. The cause for the tubing hole was not detailed by the facility. There were no patient complications.